Event description:
It was reported that the patients ipg was at its end of life. The patient underwent a revision procedure wherein the ipg was replaced.

Event description:
It was reported that the patients ipg was at its end of life. The patient underwent a revision procedure wherein the ipg was replaced. Additional information was received that the explanted ipg was not returned. The patient was doing well postoperatively.